Event description:
It was reported the patient experienced pain at the implantable pulse generator (ipg) pocket site. The physician assessed the ipg had tilted slightly in the pocket and admitted to poor initial placement as the likely cause of the reported pain. The patient underwent a procedure to reposition the ipg and did well postoperatively.